Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient sat in his recliner, or 'lift chair,' he lost stimulation as if the stimulator was turning on and off. The patient discussed the issue with a health care professional. It was noted that there were no patient symptoms or injuries related to the event.

Manufacturer narrative:
(B)(4).